Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent a left atrial appendage closure procedure on (B)(6) 2022 using a 22mm amplatzer amulet occluder. Difficult anatomy was reported as well as the device had been partially recaptured two times prior to deployment. On (B)(6) 2022, the patient presented to the emergency room (ER) complaining of chest pain. Further testing revealed the patient had a pericardial effusion and developed pericarditis. The patient was admitted and underwent a pericardiocentesis procedure, a drain was placed for 5 days and a about 600 cc's of fluid was removed for treatment. The device remains implanted and is performing as intended. The cause of the pericardial effusion is unknown. No additional information has been provided.

Manufacturer narrative:
An event of chest pain, pericardial effusion, and pericarditis was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a